Manufacturer narrative:
The magnesium reagent lot number and expiration date were requested, but not provided. A reagent issue could be excluded. The field service engineer cleaned the sample and reagent flow paths, including probes. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with mg2 (magnesium) on a cobas 8000 c 702 module. The sample initially resulted in a magnesium value of 2.32 mg/dl and it repeated as 4.08 mg/dl.